Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the case, a foreign material fell into the pt's cavity and it was retrieved. It looked like a piece of 5mm sleeve. The reticulated tip part of the device had burr. No bleeding. No tissue damaged. Operating room time not extended more than 30 mins. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).